Event description:
It was reported that the system was explanted and replaced due to infection. The physician did not notice any signs of the infection in the pocket during explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.